Manufacturer narrative:
Submitted: 06/16/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, the display screen was found to be dim, pink and discolored. The keypad was found to be torn over the down arrow button. On testing, all the keypad buttons responded normally. The keypad cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the button contacts.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 05/30/2014: dim, faded, discolored display screen and damaged keypad.